Event description:
Customer states that blood strikethrough occurred on two extra-protection surgical gowns. One gown reportedly had blood strikethrough on the left sleeve up to the elbow. The other gown reportedly had blood strikethrough on the front of the gown and on both arms. This is one of two reports filed for this reported event.

Manufacturer narrative:
Date sent to FDA: 2/26/1998 this medwatch report is for sample number two listed below. H6 method represents pinhole testing. H6 results represents no abnormal results found. Samples evaluation summary: three samples were received for the two events reported. Visual and pinhole testing was done on the contaminated samples that were returned to us by the customer. This testing revealed that strikethrough had not occurred through the impervious areas of the gowns and there were no pinholes found in the materials tested. -sample number one, medwatch report number 1618732-199800041.-sample number two, had blood on the knitted cuff of the gown. This blood had apprarently wicked under the gown sleeve's impervious liner, beginning at the cuff, going up the sleeve approximately six inches. -sample number three, medwatch report number 1618732-1998-00010.